Event description:
The patient reportedly experienced intermittency followed by a loss of lock between her external equip. And the cochlear implant. External equip. Was exchanged and programming adjustments were made. However, the problems were not resolved. An advanced bionics rep went to the center to perform device evaluation and confirmed that the patient's device was not functioning. Surgery to explant the patient's device will be scheduled.